Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited far field oversensing on the right atrial (ra) lead channel with led to an inappropriate atrial tachy response (atr) episode. Technical services (ts) was consulted, and programming enhancements were discussed. No adverse patient effects were reported. This device remains in service.